Event description:
It was reported that at 31,625 and 21,398 joules respectively during a prostate procedure, two surgical fiber were replaced due to being "frosted" at the tip and unusable. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used. Gland volume: 60 ml. Time expended: 5:56 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the glass cap exhibits mild detritus adhesion; the glass cap exhibits severe devitrification around the hole. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.